Event description:
It was reported that the patient suffered a seizure following a trial scs system implant. No additional information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional meaningful information received indicated that the patient's lead was explanted on (B)(6) 2019.